Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence cannot be removed. Telephone number (B)(6). Device evaluation: the diu150, simplicity preloaded device was received in the original box. The cartridge component was observed correctly engaged at the unit. Visual inspection using magnification was performed. The cartridge tip was observed cracked. No lens was observed into the simplicity preloaded device. Some residues of lubricant were observed on top of the cartridge tip. The use of balanced salt solution (bss) could not be determinate on the return. The push rod was observed straight, and the rod tip is not bent/kinked. No assembly errors and/or manufacturing defects were identified on the return. The reported issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed one non conformance but is not related to the complaint. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the implant was injected, the cartridge split at the vertical incision 2.2. It was reported that cartridge tip was fully inserted. There was no further information available.